Manufacturer narrative:
Additional information added to: e2,e4,g2. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board due to intermittent failure. Performed calibration & pm-ed. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the logic board - intermittent failure. A review of the device history record showed the device had a manufacture date of (B)(6) 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported failing clamp position post. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received with pending investigation.

Event description:
The customer reported failing clamp position post. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported failing clamp position post. There was no patient involvement.